Event description:
Discordant sodium (na) results were obtained on an dimn exl with lm instrument for two samples. The initial results were not reported to the physician. The samples were retested and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the discordant sodium results were due to malfunction of the integrated multisensor technology (imt) sensor. The fse changed the tubing and imt, then performed a diluent check and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.